Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in (B)(4), where it was inspected by a trained f&p service technician. Result: visual inspection of the complaint neopuff resuscitator revealed that the gas outlet port was broken. Conclusion: it is most likely that the damage to the neopuff was caused by physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4), via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.